Event description:
It was reported that there was a revision. Further information provided by the sales rep on (B)(6) 2013 indicated that the reason for the revision was fretting of the taper.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade stem #2. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.